Event description:
The sales rep was present for the secondary intervention. Films were requested and the sizing worksheet is not available for review. Stent grafts (those being reported) were initially implanted (B)(6) 2010 and delivery systems were discarded. An endurant stent graft system was implanted in a patient for the treatment of an 8.5 cm diameter pre-operatively ruptured abdominal aortic aneurysm approximately 28 months ago. Vessel morphology at the time of implant was not reported. It was reported that the stent graft migrated and the area at the level of the lowest renal artery and proximal to the stent graft measured approximately 45 mm in diameter and there appeared to be significant disease progression. Post implant one of the implanted limbs occluded and a fem-fem bypass was performed. Approximately four weeks ago the patient underwent a secondary intervention to resolve a kink with some occlusion in the other limb which was causing claudication. The decision was made to implant an aneurx 16x16x85 iliac stent graft across the kinked limb and successfully resolved the kink. There was good flow through the stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (B)(4) inherent risk of procedure (stent migration), (B)(4) patient's condition affected effectiveness of device (pre-operatively ruptured aneurysm), (B)(4) incorrect technique/procedure (treatment of a patient with a pre-operatively ruptured aneurysm). Evaluation, conclusion: (B)(4) device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm), (B)(4) user error contributed to event (treatment of a patient with a pre-operatively ruptured aneurysm).